Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient's caregiver reported that the peritonitis was due to "defective minicaps" (no further details provided). The patient underwent removal of the pd catheter and subsequently experienced "two related infections". The patient was then transferred to hemodialysis therapy. The cause of the infections was not reported. It was reported the patient was hospitalized for five weeks. Treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.